Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 3550-09, lot# n0023741, implanted: (B)(6) 2005, product type: accessory. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3887-45 lot# j0504222v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported the patient had everything removed in the (B)(6) 2011 due to an infection. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2016-00619 for information on the patient's concomitant system.